Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button problems. Customer stated they need to push buttons several times for it to work. Customer replaced battery, issue persisted. The buttons did not work properly. Customer's blood glucose was unknown.